Event description:
It was reported that the xenon light source front panel lighting emitting diode was blinking. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.